Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report was originally filed as 1644019-2022-00807. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic knife was dull and struggled to make an incision during an intraocular lens (iol) implantation surgery. Procedure was completed successfully. There was no patient harm reported.